Manufacturer narrative:
Investigation pending.

Event description:
Customer alleges getting error messages with meter. Customer attempted to change the batteries, but found that they had melded together. Customer alleged that the nurse "almost burned her fingers", but clarified that the nurse was not injured or harmed.